Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the basket was closed and the basket tip was intact. The side car-rx presented pushback out of specification. Functional evaluation was performed and found the basket would open and close inside and outside the scope. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not fully close. The procedure was completed using another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay". This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.